Manufacturer narrative:
Bci cts (customer technical support) assisted the customer with troubleshooting and recommended the use of proper ppe before troubleshooting. Cts recommended customer to stop using the system until service arrived. A field service engineer (fse) went on-site and found cap piercer waste valve failed causing overflow. Fse replaced cap piercer waste valve and verified proper working order.

Event description:
A customer contacted beckman coulter inc. (Bci) stating a trail of fluid was observed when the sample rack was unloaded and that fluid was leaking from cap piercer blade wash station and on to sample tubes. The customer was not harmed and medical treatment was not needed.